Event description:
The customer reported on (B)(6) 2013 his blood glucose reached in the 300s mg/dl less than 48 hours after the pod was activated. Upon deactivation he noticed the needle never inserted the cannula into the infusion site. There were no additional bg levels, carbohydrate counts or insulin dosages provided.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the report failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.